Manufacturer narrative:
Returned for evaluation was one pmta accu2i intermediate applicator. Visual examination noted that the tip is detached from the probe. Functional testing could not be conducted due to the condition of the returned sample. The customer's reported complaint description of the tip fracturing is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number contains a statement: "the accu2i pmta applicator is intended for the coagulation of soft tissue." The IFU also states: "avoid placing lateral forces on the applicator tip during placement or removal, and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." The most likely root cause to this event is due to user error. The accu2i pmta applicator is not meant to be inserted through bone or biopsy needles. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on (B)(6) 2017: 900-602 applicator was opened for ablation and inserted in the patient through a bone biopsy needle. After ablation started a fault in the machine was noticed. The doctor removed the applicator to find that the white ceramictip was detached totally from the shaft of the needle and was stuck inside the biopsy needle. No part of the applicator tip remained inside of the patient. The device was set aside and a new of the same was used to successfully complete the procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.